Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had downstream occlusion membrane damage. This event occurred during preventive maintenance and there were no patient involvement and no harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and was confirmed that there was no previous repair noted. Visual inspection was performed and was found that there was a cracked downstream occlusion (dso) seal. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the cracked downstream occlusion (dso) seal and will be replaced.